Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
Incident (required intervention). Anticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2074, awareness date 01-nov-2015) which refers to refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The consumer reported she had essure placed and just had them removed on (B)(6) 2015. She had surgery, and her left ovary and the ovarian cyst that was 17cm in size and then right tube with the essure were removed. She had bloating that made she look 6 months pregnant, tired, dizzy, headaches, and right leg cramps and also sex was very painful. The product technical complaint investigation results which ptc number is (B)(4) was received on 23-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and reported that sex was very painful among other events. She had the devices removed 5 months after insertion. This event, seen as dyspareunia, is serious due to required intervention and listed in the reference safety information for essure. Considering dyspareunia may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded and since device removal was required, this case is regarded as incident. Based on available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring